Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the perfusionist stated that the arterial temperature probe was reading low. There was no patient involvement.

Manufacturer narrative:
The fsr ordered a set of replacement cables for the user facility. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Corrected blocks: h3 and h6 updated block: h6 the reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. The field service representative (fsr) ordered replacement cables for the facility but was unable to test the suspect device. The heart lung machine (hlm) base had preventative maintenance performed and the hlm operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.